Event description:
Philips received a complaint from the customer, reporting the v60 ventilator alarmed with a low leak co2 rebreathing risk when the tidal volume reached zero. The device was in clinical use. There was no report of harm.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
H10: a philips authorized service provider (asp) confirmed no actual harm occurred as a result of this event. No medical intervention, nor medical treatment was necessary. The device alarmed with low air leakage, repeated inhalation of co2, and was confirmed in the device diagnostic log. The customer employed a third-party service vendor for repair. Repair details were not provided. The device was operational and returned to service after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.